Event description:
It was reported that during inspection of a repaired autopulse platform, the platform did not perform compressions at all and displayed a "user advisory 02" (compression tracking error) message. No patient involvement was reported. No further information was provided. Please note that the date of event was not provided. Manufacturer requested additional information on 09/09/2013 and 09/12/2013; however, no additional information has been obtained.

Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 08/30/2013 for investigation. Investigation results as follows: initial visual inspection was performed and no physical damages were noted to the platform. Functional testing was performed and the platform performed as intended. A review of the archive data verified that a user advisory 2 - compression tracking error occurred on the first compression, thereby confirming the reported complaint. Load cell characterization test confirmed load cell module 2 was defective, causing the ua 2 fault.